Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing similar events for the maxi move passive floor lift registered within last 5 years we have found 1 other similar case when the resident was removed manually from the lift by caregivers themselves resulting into patient drop - that incident involved the third version of the maxi move and the current one is related to its second version. Please note that arjohuntleigh has manufactured over (B)(4) (including all three generations of the device) maxi move passive floor lifts to date. With the amount of sold devices and with comparison to the daily use of them the occurrence rate observed for complaints with the similar failure mode in last 5 years is considered to be very low. The device was inspected by an arjohuntleigh representative at the customer site and it was found to be up to its specification except for the (rechargeable) battery which was low. The maxi move operating and product care instructions provided with each sold device by the manufacturer advice (04.km.00, april 2006, p. 34): "to ensure the maxi move is always ready for use, it is recommended that a freshly charged battery pack is always available. This is achieved by having additional battery pack available and keeping one on charge while the other is in use. It may be considered good protocol to have a freshly charged battery ready for the start of every work shift." The device was being used for patient handling and in that way contributed to the event. It was informed that the maxi move lift was pausing intermittently and starting functioning again when used to lower a resident (pressing the down button on controls) after transfer. The staff tried to utilize bed to rise so that the resident could have been lied down on it - unfortunately, it was not possible. The staff then tried to remove the sling from the lift while the resident was placed in the sling over the center of the bed. During that moment, the patient had fallen from sling and broke their knee as a result. Due to the sustained injury as an outcome of the event, it was decided to be reported to food and drug administration. As per the information provided, emergency lowering function incorporated in the lift was not used at that time. From the questions the staff asked later on, they were unaware of this safety feature, however its functionality is fully explained in the instruction for user. Furthermore, this function worked properly during the lift examination by service technician - it did work with applied pressure. According to the maxi move operating and product care instructions (04.km.00, april 2006, p. 11): "if the electrical power fails completely due to battery power loss or other electrical malfunction, the jib can be lowered, by firstly removing the battery pack, the using a coin or screwdriver slacken and remove the screw that retains the mast top cover. Warning: if the mast is in a high position and the wind down facility has to be utilized always ensure that suitable and safe measures are taken to gain access to the top cover. Hold the hexagon wrench securely into the shaft and do not release hand contact with the wrench to ensure control is maintained during the lowering procedure. Once the patient has to be lowered and removed from the lifter ensure the components are re-assembled by reversing the above procedure." The received information and our evaluation as described above allow concluding that a user error (off-label usage of the maxi move lift) constitutes root cause of the investigated issue. In our opinion if the maxi move operating and product care instructions provided by the manufacturer had been followed, risk of any incident related to usage of the device could have been avoided.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 the facility staff transferred the patient in the sling and could not get the maxi move lift to go low enough to place the patient on the bed. The bed would not rise to the height of the sling. The staff then tried to remove the sling from the lift while the patient was placed in the sling over the center of the bed. During that moment, the patient had somehow fallen and broke their knee.